Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Patient consultation post procedure revealed the versalok suture anchor had failed clinically. It had pulled out from its position. Further information to be forwarded. Product code: 210808. No original surgery date was communicated. Issues of excessive shoulder pain started around 6 weeks after surgery. Revision surgery was performed to remove the loose anchor.

Event description:
Patient consultation post procedure revealed the versalok suture anchor had failed clinically. It had pulled out from its position. Further information to be forwarded.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.